Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 2.25 x 33 mm xience skypoint drug-eluting stent delivery system (sds) was advanced but failed to cross to the lesion. After removal, it was noted that the stent mesh was torn. An unspecified stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context as it is likely the device interacted with the moderately calcified lesion during advancement causing the reported failure to advance and subsequent material deformation of the stent. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1069 removed, code 2976 added.

Event description:
Subsequently after the initial report had already been filed, it was reported that the procedure performed was to treat a moderately calcified, intraventricular artery. The xience skypoint failed to cross due to anatomy. After removal, the stent struts were flared. No additional information was provided.